Event description:
Info received indicates when the knee up switch is pressed, the knee goes down.

Manufacturer narrative:
The technician replaced the side rail circuit board and the hi/low, head and knee switches to repair the bed.